Event description:
In 2008, the pt's aunt reported the pt is experiencing a leakage with her insulin infusion set. The aunt stated she did not have any details. On follow up with the pt on the same day, the pt stated that about 2-3 months ago, she noticed insulin leaking from her infusion site where the infusion headset was placed. She said she saw and smelled insulin and experienced an elevated blood glucose reading of 300 mg/dl. She said a headache was her only symptom. The pt stated she is not currently having any issues. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was available to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.